Event description:
Pt hospitalized for hyperglycemia. Pt changed infusion set and cartridge on 03/11. Pt doesn't remember much piror to hospitalization. Pt's aide reported that on late sunday evening, 03/12, aide noticed that pump had been dislodged from pt's side and the infusion set had been pulled from the infusion site. Aide gave 10 iu insulin injection and called paramedics. Pt reports pneumonia in right lung.